Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate shown as 55 units against the caller's expected 150 units. There was no adverse impact to the customer¿s blood glucose level. The caller, with assistance from technical support, was able to reload the same cartridge and was advised to monitor the situation and follow up if necessary.